Manufacturer narrative:
The reason for explantation was due to severe light sensitivity coupled with intrapocket debris resulting in an inflammatory reaction.

Manufacturer narrative:
We apologize for the timeliness of this report; (B)(4) has been initiated to investigate and correct this issue. Device evaluation a review of the device history record was performed and there were no discrepancies noted that relate to the event. The device was returned to acufocus, inc. On june 12, 2015. A visual analysis found the inlay was severely folded, where accurate measurements could not be taken. The noted damage is consistent with that of an explanted inlay and due to damage during handling from the explant procedure. Hence, we cannot attribute the receipt condition of the inlay to the device. Acufocus, inc. Does not believe the alleged event to be manufacturing process and/or device related. The complaint trends will continue to be monitored and action taken if deemed required. All (B)(4) units produced as lot a518-1213 have been distributed and no other complaints of inflammation were reported for this lot. Therefore, the alleged event is not believed to be lot related. Furthermore, based on the reported information, the cause of the inflammatory reaction may potentially be related to the intra pocket debris.

Event description:
On june 11, 2015, acufocus, inc. Became aware that the kamra corneal inlay was explanted 45 days postoperatively due to an inflammatory response to the inlay and some intra pocket debris on the nasal side of the inlay. As such, the inlay was significantly inferiorly displaced.

Event description:
On (B)(6) 2015, acufocus inc., became aware that the kamra corneal inlay was explanted 45 days postoperatively due to an inflammatory response to the inlay and some intrapocket debris on the nasal side of the inlay.